Event description:
On (B)(4) 2012, product surveillance contacted the patient's caregiver (cg) regarding an unrelated alarm. During the conversation, the cg reported in (B)(6) 2012 (2 weeks prior to this report), the patient was in the hospital for an internal infection. The length of stay in the hospital was about 1 week. In (B)(4) 2012 (1 week prior to this report), the patient was taken off of peritoneal dialysis (pd) therapy and the pd catheter was removed due to the internal infection. It was unknown if the hospitalization was due to pd therapy. There were no allegations against baxter products. On (B)(4) 2012, global pharmacovigilance contacted the peritoneal dialysis registered nurse (pdrn) regarding the internal infections. On an unknown date in (B)(6) 2012, the patient began automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd) therapy. On (B)(6) 2012, the patient was hospitalized for an infection (unknown type). On an unknown date in (B)(6) 2012, while hospitalized, vancomycin ip (doses and frequency not reported) and cefapime ip (doses and frequency not reported) were initiated. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, pd therapy was discontinued and hemodialysis therapy was initiated. At the time of this report, the event of infection (unknown type) was ongoing and resolving. The nurse stated the event of infection (unknown type) was not related to any baxter product. On (B)(4) 2012, product surveillance contacted the pdrn regarding the event of unknown infection. The pdrn confirmed the unknown infection was peritonitis. The cause of the peritonitis was unknown. The nurse further clarified that the patient was very compliant with pd therapy and there was no break in technique. It was confirmed that pd therapy had been discontinued. The pd nurse stated he did not feel that the peritonitis was related to any baxter disposables, but rather something "internal."

Manufacturer narrative:
(B)(4). This is report 1 of 4 associated with this incident. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h12a19095 and h11l09103 with no issues noted during the manufacturing process. There were no deviations from standard procedure.